Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown b.3. Date of event is unknown; awareness date has been used for this field. H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation is required at this time. H3 other text : see h.10

Event description:
It was reported while using unspecified bd pen needle the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter: friend of consumer reported, no insulin flow when taking injection stated, if consumer is taking 8 or 10 units, six units will come out and then she has to use a second pen needle to get the rest stated, he could not be sure if consumer is priming every time. Stated, 6 boxes were purchased and 150 pen needles between the boxes, did not work